Event description:
See h11.

Manufacturer narrative:
The investigation of the returned web system found the pusher hypotube kinked at the proximal end. The unit did not pass continuity and resistance testing. Further inspection of the pusher found the black lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher hypotube kinks, but the damage is consistent with the device experiencing forces exceeding its yield strength. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The results of the complaint investigation did not reveal any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's that would affect patient risk as defined in the risk management file. The complaint code and evaluation code are monitored through the trending process; corrective action is determined, as needed, through this process. No preventive, corrective or field safety corrective action is required. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite attempts made. Additional due diligence attempts are ongoing. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
It was reported that following the hypotube to microcatheter transition, device continuity was verified and confirmed adequate, allowing advancement. After achieving an optimal position, an attempt to deploy the device was unsuccessful. The device was withdrawn and replaced with a new one, which was successfully deployed, completing the embolization procedure. The patient awoke without complications and was discharged 24 hours later.